Event description:
On (B)(6) 2015, the lay-user/patient¿s mother contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that at an unspecified date and time during the summer prior to contacting lfs, the patient developed symptoms of feeling ¿shaky, tired, falling asleep and falling¿; symptoms he associated with a low blood glucose excursion. The patient manages his diabetes with insulin (no adjustments). In response to the symptoms, the reporter claimed the patient tested his blood glucose with the subject meter and obtained an unspecified alleged inaccurate blood glucose result which was within the patient¿s normal blood glucose range. The reporter claimed that despite the alleged inaccurate blood glucose result, the patient was administered sugar by his father immediately after testing and claimed the patient felt well minutes afterwards. The reporter claimed no other blood glucose tests were performed on any other device. Prior to the onset of symptoms, the reporter stated that the patient had been playing more than usual as it was summer. During troubleshooting, the csr noted the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up 1: supplemental report ((B)(6) 2015). On (B)(6) 2015, additional information was obtained from the reporter during a follow-up call with the customer service representative (csr). The reporter informed the csr that the patient¿s normal blood glucose range is between ¿8.0-10.0 mmol/l¿ and stated the patient begins to feel symptomatic when his blood glucose falls below ¿3.5 mmol/l¿. The reporter stated the patient manages his diabetes with a fixed dose of nph insulin at breakfast, novorapid insulin morning and evening on a sliding scale based on blood glucose results and a fixed dose of levemir at dinner. The reporter claimed the patient¿s symptoms developed around noon at an unspecified dated and time during the (B)(6) of 2014. The reporter confirmed the patient did not lose consciousness. The reporter stated that prior to the onset of the patient¿s symptoms developing the patient would have last tested his blood glucose with the subject meter earlier that morning at breakfast. The reporter was unable to confirm if the reading had been normal for the patient or higher or lower than expected and claimed the patient took his usual amount of insulin in response which was a few hours prior to the onset of symptoms. The reporter attributed the onset of the patient¿s symptoms to the fact that the patient had engaged in additional physical activity while playing outside earlier that day. As the alleged symptoms and treatment did not correlate with the reported lfs meter result the classification of this complaint is being corrected to adverse event and malfunction.